Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the catheter tip was frayed. The following information was provided by the initial reporter: per the clinicians, they have repeatedly experienced going to place ivs utilizing the product listed above, but have noticed that the tip of the plastic IV catheter is split/frayed at the tip leaving them unacceptable for use.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that prior to use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the catheter tip was frayed. The following information was provided by the initial reporter: per the clinicians, they have repeatedly experienced going to place ivs utilizing the product listed above, but have noticed that the tip of the plastic IV catheter is split/frayed at the tip leaving them unacceptable for use.